Event description:
Caller reported a continuous glucose monitor (cgm) error, identified as error 42, related to the g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a pump reset process, and after the reset, the cgm error did not reappear. The caller successfully started a new sensor session.